Event description:
The recipient is reportedly experiencing an infection at the surgical wound site. The recipient was given medical treatment, including antibiotics, however, the issue did not resolve. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode array was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced device extrusion prior to explant surgery due to the infection. The infection has resolved and the recipient is in good health. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.